Event description:
The customer stated that the system was intermittently locking up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The x-ray generator and arc control boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.